Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2267 (air and fluid in set) alarm on a homechoice (hc) machine during dwell. The hp stated that it was possible that they pressed go before connecting but they weren¿t sure that had happened. There was nothing found during troubleshooting that would definitively cause or contribute to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm. The tsr arranged to swap the hc for an unrelated issue and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.